Event description:
It was reported that two promus stents were implanted on (B)(6) 2011. On (B)(6) 2011, the patient underwent coronary artery bypass graft surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the stent delivery system was discarded. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other promus stent is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.